Event description:
It was reported that during a post stent dilatation procedure, difficulty was encountered removing the balloon catheter from the stent. A second guide wire and balloon were used for removal without incident. Patient status is listed as "okay".